Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries was reported. The patient condition was good.